Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the lead extension was replaced due to damage caused in a prior procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding which of the three lead extensions were replaced. The patient was doing well post-operatively. The explanted lead extension was retained by the facility and was not returned to bsc.